Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during a procedure. She reported that the mps console would not pass the initial priming steps with the delivery set leaking (either blood or a clear fluid). The initial information provided stated that the mps alarm/failure to pass prime was related to the alleged delivery set leakage. The perfusionist stated this event has occurred twice with 2 separate lot numbers (see also manufacturer report number 1649914-2014-00063). There were no patient complications reported as a result of the alleged event. The hospital has indicated the delivery set will be returned to the manufacturer for evaluation; however, the set has not yet been received. No additional information is available at this time.

Manufacturer narrative:
Device evaluation found that the top heat exchanger housing/aa port appeared to have been produced at the supplier at the higher end of the nominal range. This may have caused the hair line gap between the male luer of the check valve and the inner dimension of the additive port. During simulated use testing on an in-house console, only a minuscule leak was observed with the test sample. A cpar has been initiated with the supplier to modify the core pins to bring closer to the nominal value for the housing.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.